Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas, described as daily lows associated with shaking and extreme lethargy, and expressed dissatisfaction with the meal announcement options and the device size, intending to discontinue use. Symptoms included hypoglycemia with associated shaking and lethargy. Outcomes included user-reported adverse effects without hospitalization. Investigation included collection of event details, confirmation of training completion, and receipt of the device and unopened supplies for further assessment. Investigation of this case revealed no confirmed device malfunction at this time and suggested a potential mismatch between user preferences for carbohydrate counting and the ilet meal announcement workflow, with cause not established. It was concluded, based on previously established findings for similar reports, that the cause was unclear.